Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 27th 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch select meter read inaccurately. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient did not state when the alleged product issue occurred, but stated that they had obtained unspecified high results on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they increased their dosage of novorapid insulin from 2 to 4 units as a result of the alleged inaccuracy. The patient stated that 1 hour after this they developed the symptoms of ¿weakness and trembling¿; symptoms which the patient associated with hypoglycemia. The patient self-treated these symptoms by taking two teaspoons of glucose with water 10 minutes after becoming symptomatic. No medical intervention was required as a result of the alleged product issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient¿s products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.